Event description:
It was reported that on (B)(6) 2025, a 27 mm navitor valve was selected for implantation using the large flexnav delivery system in conjunction with the navitor loading system. The navitor 27 valve was loaded in accordance with the instructions for use (IFU). A non-abbott safari guidewire was introduced into the left ventricle, and it was confirmed to be correctly positioned. No resistance or difficulty was encountered during guidewire advancement or valve delivery.prior to the procedure, the patient¿s baseline cardiac function was assessed and found to be unstable, with elevated lactate levels. The patient had several comorbidities, although specific details were not provided. Following guidewire insertion, a drop in blood pressure was observed, which was attributed to the patient¿s unstable preconditions and a decrease in left ventricular function caused by the guidewire. Pre-dilatation was performed, after which cardiopulmonary resuscitation (CPR) was administered for approximately ten minutes. An emergency implantation of the navitor valve was subsequently carried out without any difficulty or need for multiple manipulations. The implantation proceeded without further incidents, and no tension was noted in the delivery system at the time of final deployment. The final implant depth of the navitor valve was recorded as -1 / 0 following CPR. CPR was continued for a few additional minutes post-implantation. Limited left ventricular activity was noted. Approximately 20 minutes later, the patient expired on the table due to left and right ventricular heart failure. The implanter did not attribute the death to the performance of the navitor or flexnav devices, stating that it was related to the patient¿s pre-existing comorbidities and low heart function.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of cardiac arrest and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported cardiac arrest and death could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.